Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that at implant procedure, this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurement greater than 125 ohms. The proximal coil of the lead was possibly damaged during the procedure as the connections were tight. Distal coil configuration to can was in normal range, defibrillation threshold (dft) test done and was successfully converted. Boston scientific technical services (ts) discussed that the proximal coil could be affected; likewise, the field representative confirmed that at times the physician blindly navigated in the pocket. The lead was also tested with the pacing system analyzer (psa) and got around 200 ohms; however, lead fluoroscopy was unremarkable. Subsequently, ts recommended getting a cineangiography for documentation and recommended troubleshooting options. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.

Event description:
Subsequent information indicates that the system displayed noise and oversensing which led to non sustained stored episodes. All other lead diagnostics were good. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).